Event description:
As reported to coloplast though not verified, report of erosion, infection, pain, exacerbation of urinary incontinence & the need for additional surgical procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.